Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was over 699mg/dl. The customer's most current level was 241mg/dl. The customer states they treated by changing out the set and heading to the doctors. The customer states they were able to bring their levels down in the emergency room. The customer believes it was no delivery that caused the highs. The customer states that after set change, the pump appears to be functioning fine. The customer was advised to monitor the device and call back as soon as issues arise.